Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event regarding poor tolerance of the acromiohumeral screw under the skin, which required revision, could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.

Event description:
The manufacturer became aware of a literature published by the ¿centre ostéo-articulaire des cèdres, échirolles, france¿. The title of this report is ¿arthroscopic arthrodesis of the shoulder in brachial plexus palsy ¿, published on may 01, 2017. Which is associated with the stryker ¿hoffman external fixation system¿. The article can be found at http://dx.doi.org/10.1016/j.jse.2016.09.040. This report includes an analysis of the clinical data that was collected on 8 patients. The cases in this study range from february 2012 to august 2014. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced poor tolerance of the acromiohumeral screw under the skin, which required revision. The report states, ¿one acromiohumeral screw was removed together with the external fixator because it was poorly tolerated¿.